Event description:
Dealer states unit is alarming. Dealer states they were not provided any further details of how unit was being used and how long it takes to alarm. Dealer tested and it did not alarm right away. Hours on unit are 882.